Event description:
It was reported the subject device had a leak. The issue was observed during reprocessing for an unspecified therapeutic procedure. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a leak. The issue was observed during reprocessing for an unspecified therapeutic procedure. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: minor stains under lg cover glass, image cuts off a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.